Manufacturer narrative:
Continuation of d10: product ID: afr-00016 product type: impedance mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the  afr-00016 impedance mapping system, after completing ablation in the left atrium (la) on the original la map, a fast remap was crated to complete a post ablation map. Then the patient went into atrial flutter, and a third left atrial map was created. The physician elected to do more ablation and asked for the original la map. When attempting to switch to the first map, a software issue was observed, with the system lagging, inability to edit the map, and delayed design line creation. The physician was unable to create a design line initially, and map edits were delayed throughout the case. Despite these issues, the procedure was completed. The patient was cardioverted after all the ablations were completed to treat the atrial flutter, and went into sinus rhythm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.